Event description:
It was reported that "after flushing the pressure measurement system, white particles are visible in the system." The customer did not report any serious injury or medical intervention as a result of the reported issue.

Manufacturer narrative:
It was reported that "after flushing the pressure measurement system, white particles are visible in the system." The customer did not report any serious injury or medical intervention as a result of the reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated d9: device returned. Updated h3: device evaluated. Updated h6: b, c, d. Updated h7: remedial action initiated. Updated h9: recall number.